Event description:
On 10/20/2021, it was reported by a sales representative via phone that the following reamers were found to be dull: ar-9288grpp, ar-9229grpp, ar-9230grpp and ar-9231grpp. The surgeon used all reamers, from smallest (ar-9288grpp) to largest (ar-9231grpp) until the depth desired for each was reached. After completion with the extra-large reamer, the surgeon went back to the small reamer and began to ream the insertion site. During reaming the surgeon used force on the small reamer causing the device to ream more than the desired depth on the glenoid. This portion of the procedure was completed using extra cement to achieve good fixation

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9230grpp, batch 04511746 was received for investigation. Visual inspection identified heavy, circumferential grooves across the distal end of the shaft, as well as similar wear along the cutting head. A probable cause can be attributed to wear and tear accumulated over repeated usage.